Manufacturer narrative:
Additional information received on 09 june 2017 and includes: the revision surgery was not rescheduled.

Manufacturer narrative:
Additional information received on 21 march 2017 and includes: the case has been canceled until further notice. Additional information received on 28 march 2017 and includes: the patient didn't have trauma just loosening of soft tissue. Batch reviews performed on 10 april 2017. Lot 111253: (B)(4) items manufactured and released on 28 june 2011. Expiration date: 2016-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial tray fixed cemented size 4 left, code 02.07.1204l, lot. 111458 (k090988) (B)(4) items manufactured and released on 17 june 2011. Expiration date: 2016-04-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert uc fixed size 4 / 14 mm, code 02.07.0414fuc, lot. 091282 (k090988) (B)(4) items manufactured and released on 24 august 2009. Expiration date: 2014-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary patella resurfacing size 2, code 02.07.0034rp, lot. 112017 (k090988) (B)(4) items manufactured and released on gg month aaaa. Expiration date: 2016-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet explanted.

Event description:
The patient came in complaining of instability. The surgeon scheduled a revision which had been canceled. X-rays and explants will not become available.